Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the surgeon closed the clamp on tissue and the stapler would not engage and lock and could not fire. The two halves would not join and lock into place as usual at the hinge pin. No staples were fired. Another stapler was used to complete the case. The device was not used to patient.